Event description:
It was reported that the devices were used during an unknown procedure. It was reported that the clips were ejecting from the device. Another device was used to complete the case. There was no consequence to pt.